Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the implant broke into two parts. A new implant was used to finish the surgery. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms implant fracture, with a portion of the inner body section of the device broken off. The location and direction of crack propagation suggests the device was overloaded on the interior portion of the device, where the inner body section intersects with the screw boss flanges. The above observations are consistent with brittle overload as the mechanism of failure.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.